Manufacturer narrative:
The insulin pump was received with a cracked case at a display window corner, minor scratches on the display window and cracked battery tube threads. No crack was noted on the display glass.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no report has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the customer had a crack in their case. The crack was located on the display and battery compartment. The drive support cap does not appear to be damaged. The customer was asked to return the insulin pump. No additional information provided.